Event description:
A Healthcare professional reported that Probe could not aspirate and could not pass the test before vitrectomy surgery. The surgery was successfully completed on same day. There was no patient impact and replacement details were unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (b)(4).